Event description:
The patient contacted baxter's technical service center regarding a high drain alarm, which occurred on the homechoice (hc) during use during drain 6. The technical service representative (tsr) reviewed the therapy log. The initial drain volume equaled 2318ml, the last fill volume equaled 999ml, the total volume equaled 13997ml, the total drain equaled 17542ml, the average dwell time equaled 1:04, the average drain time equaled 0:25, the total ultrafiltration (uf) equaled 3545ml, the cycle 7 uf equaled 616ml, the cycle 6 uf equaled 2068ml, the cycle 5 uf equaled -6ml, the cycle 4 uf equaled -272ml, the cycle 3 uf equaled 619ml, the cycle 2 uf equaled 612ml, and the cycle 1 uf equaled -92ml. There were no bypasses, no manual drains, and the therapy was not changed. The patient was using three 4.25% dextrose dianeal bags. The programmed therapy was continuous cycling peritoneal dialysis, with a total volume of 15000ml, a total time of 12:00 hours, a fill volume of 2000ml, a last fill volume of 1000ml, a dextrose setting of same, and a weight of 190 pounds. The patient stated that it was normal for her uf to be between 3000 and 4000ml. The patient called the registered nurse (rn) as instructed by the hc at the end of therapy. The rn advised the patient to contact baxter. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011, regarding the reported high drain alarm. The rn stated she was aware of the alarm and that the patient has had no more problems since receiving their new machine. The rn stated the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. There was no patient injury or medical intervention reported. The patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional information become available, a follow up MDR will be submitted.